Event description:
The user experienced an ongoing, sporadic issue of questionable ion selective electrode results for quality control and patient samples from the cobas c501 serial number (B)(4). Of the provided data, the results for the following 10 patient samples were discrepant. All results are in mmol/l. Patient sample 1 initial sodium result was 130 with a data flag and the repeat result was 143. Patient sample 2 from a male born on (B)(6). The initial sodium result was 138 and the repeat result was 149 with a data flag. Patient sample 3 from a male born on (B)(6). The initial sodium result was 132 with a data flag and the repeat result was 144. Patient sample 4 from a male born on (B)(6). The initial sodium result was 126 with a data flag and the repeat result was 136. Patient sample 5 from a male born on (B)(6). The initial sodium result was 128 with a data flag and the repeat result was 139. Patient sample 6 from a female born on (B)(6). The initial sodium result was 129 with a data flag and the repeat result was 137. Patient sample 7 from a female born on (B)(6). The initial sodium result was 131 with a data flag and the repeat result was 145. The initial potassium result was 3.52 and the repeat result was 4.02. Patient sample 8 from a female born on (B)(6). The initial sodium result was 133 with a data flag and the repeat result was 145. Patient sample 9 from a male born on (B)(6). The initial sodium result was 134 with a data flag and the repeat result was 144. Patient sample 10 from a female born on (B)(6). The initial sodium result was 127 with a data flag and the repeat result was 137. The initial results had been reported outside the laboratory and the repeat results were sent on corrected reports. The user did not know if the patients were adversely affected. The sodium electrode lot number was h42. The potassium electrode lot number was not provided. The field service representative determined there was faulty pinch tubing and replaced the tubing and syringe seals. To verify the analyzer operation, the user ran precision testing, calibration and quality control with passing results.